Event description:
I¿m (B)(6) and I had my 350cc mentor smooth end mod gel breast implant since (B)(6) 2008 done by dr. (B)(6) in (B)(6). I have suffered many different autoimmune diseases and very close stillbirth of my son due to my implants most likely having a silent rupture. I have suffered from constant joint pain. Every day fatigue, brain fog can¿t remember anything for the life of me. Dry eyes, hair loss, stiff shoulder pains, constant uti that doctors did not know the cause of and kept giving me antibiotics, low libido, dry mouth, inflammation of my body that I could never get rid of, dry skin especially my hands, cracked feet so painful to walk, anxiety, sinus infection, ringing in ears, major headaches, depression, mood swings, food intolerance, and shortness of breath. In 2016 I found out I was giving birth to a baby boy with the due date of (B)(6) 2017. I was always tired, had anxiety, insomnia, muscle pain, sensitivity to light, dry skin, many uti during my pregnancy. However, in (B)(6) 2017 I had an ultrasound and the doctor informed me to go straight to the hospital , within one day I had to have an emergency c-section. My son ended up in the nicu for 31 days, I couldn't go back to work due to my depression. I know my implants started the silent rupture right before or during my pregnancy. I was told from my plastic surgeon that I can get pregnant and would not have any complications with my breast feeding. Sure enough I could not breast feed either. Day and night I was in the nicu. I put my work and studying to take my marriage and family therapy clinical test aside to care of my son, had very bad post-partum depression. My husband informed me of lumps in my breast after my pregnancy but I totally ignored him thinking they were cysts. Months and months past by burning in my left breast started to occur (they were on fire) and the lumps were getting harder and went to my ob for my physical which she informed me that she thinks there is a rupture in my left implant, to contact my plastic surgeon. I contacted my plastic surgeon right after I left my ogbyn office on (B)(6) 2019 asking for an appointment which they refused to give me an appointment. I explained to the receptionist my issue and she asked me ¿did you get a mammogram?¿ I informed her no that would rupture my implant why would I get one? She transferred me to the nurse and I was asked the same question. I informed her I would need an MRI and she told me she needs to talk the doctor and call me back. Never heard back until two days later, I spoke to the manager at dr. (B)(6) office . I again asked for an MRI and she said dr. Would give me an MRI. I sent her my insurance information via email and told her where I would like to get my MRI and she sent me a confirmation informing me she contacted my insurance got authorization with my appointment for my MRI. Day before my MRI, I received a phone call from (B)(6) hospital where my MRI was going to be done at that they never received an authorization. With all the pain I was in constant burning in my breast which my plastic surgeon office was aware of it took me five hours to go back and forth with the manager at the plastic surgeon office to get authorization. I had to three way the phone call with the insurance in order for her to not lie to me and authorize the MRI. After we got off the phone with my insurance I asked her if I can make an appointment to get my results because I was in a lot of pain and wanted to get my issue resolved. The manager at my plastic surgeon office refused to give me an appointment and informed me she would contact me when doctor gets the results. I was in so much pain the day of MRI that I contacted my general doctor to see her. The same day she was able to give my results of my MRI. My plastic surgeon contacted (B)(6) 2019 informing me they have my results and dr. Would like to go over it with me. My MRI appointment was on (B)(6).